Event description:
It was reported the patient underwent initial right total hip arthroplasty. Subsequently, the patient was revised approximately 9 years later due to pain and elevated metal ions. It was noted during the revision, abundant synovitis was debrided, but no signs of metallosis or trunnionosis were identified. The head was removed and an active articulation construct was placed without complication. It was noted the patient continues to experience bilateral hip pain, which is better, but by no means gone. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: b5; b6; h2; h6. The additional information does not change the outcome of the previous investigation.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent initial right total hip arthroplasty. Subsequently, the patient was revised approximately 9 years later due to pain and elevated metal ions. It was noted during the revision, abundant synovitis was debrided, but no signs of metallosis or trunnionosis were identified. The head was removed and an active articulation construct was placed without complication. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h3 device was returned and evaluated. Visual inspection found the outer radius of the head to be scuffed. The rim of the head is dinged near the etching. The head remains assembled with the insert. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with medical records provided. Review of medical records showed the following: patient presented with pain, elevated cocr levels, clear fluid encountered, no metallosis, abundant synovitis debrided, areas of debris consistent with polythethylene disease in the past were debrided, no significant corrosion or wear noted on the trunnion or acetabulum, active articulation construct placed, initial shell and stem remain intact. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 01167. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.